Manufacturer narrative:
References the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4): product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding the patient on (B)(6) 2017. The hcp reported that they weren¿t able to scan the patient on the day prior to the report because they couldn¿t verify the patient¿s eligibility using the patient¿s programmer (pp). The hcp reported that some component wasn¿t charged because they kept getting a screen that looked like a low battery. The hcp reported that the patient claimed they replaced the batteries recently so they didn¿t understand why they would see a low battery icon. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that sometimes the implant battery drained really fast and other times it did not. It was reviewed how depletion depends on usage and settings. The patient stated she couldn¿t get the programmer to work and put new batteries in and then saw the warning message to charge the implant. The indication for use was non-malignant pain. No patient symptoms reported.